Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced hyperglycemia after a meal and cake with a ¿more than meal¿ announcement, followed by a pump disconnection for a shower, after which glucose remained elevated before later regulating; the highest recorded blood glucose was 353 mg/dl, and education on meal announcements and snack decisions was provided. Symptoms included no reported clinical symptoms, with the user asymptomatic. Outcomes included no medical intervention, no hospitalization, and resolution with ongoing device use. Investigation included troubleshooting and user education regarding meal announcement best practices. Investigation of this case revealed no device malfunction reported and no component issue identified, with the event consistent with hyperglycemia of unclear cause possibly related to meal size, timing, and temporary disconnection. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.